Event description:
At the end of the cardiac CT scan force scanner had a malfunction causing an extremely loud nose with the entire system shifting off the ground. Outpatient, (B)(6) was on the CT table during malfunction, which resulted in the patient injuring her left knee. Patient was taken to the ed (emergency department) for treatment. "System ID: (B)(4)".